Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited multiple non-sustained oversensing episodes. Further investigation suggested a loss of capture occurred with intrinsic activity. The patient had a previous x-ray that did not confirm any lead conductor issues. The device was reprogrammed to left ventricular pacing and turning the defibrillator therapies off. On (B)(6) the patient presented to the clinic for further intervention discussion and it was decided to cap and replace the lead at a later unknown date. The patient was in stable condition. No additional information was reported.

Manufacturer narrative:
Correction: for 2017865-2017-35501. New information was available on (B)(6) 2017.

Event description:
New information was available on (B)(6) 2017.

Event description:
New information available on (B)(4) states that, the lead was capped and replaced on (B)(6) 2018. There were no patient complications during the procedure.